Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer complained on (B)(6) 2021 the pump alarmed low battery alert. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. Unit successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed 7 low battery alerts between (B)(6) 2021 04:53:00.000 and (B)(6) 2021 03:59:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alerts were triggered due to corroded battery tube. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. No low battery alert noted doing test and the power management graph confirmed low battery alerts was due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert and has been experiencing short battery life issues. Customer performed troubleshooting and was advised to use the recommended battery. No harm requiring medical intervention was reported. Customer discontinued using the device. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained on november 04, 2021 the insulin pump alarmed low battery alert. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. Device successfully downloaded to thump. Device trace download analysis confirmed the insulin pump alarmed 7 low battery alerts between october 14, 2021 04:53:00.000 and november 04, 2021 03:59:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alerts were triggered due to corroded battery tube. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. No low battery alert noted doing test and the power management graph confirmed low battery alerts was due to corroded battery tube. Per r&d ee team observation - high sleep current due to faulty c30 at electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.